Event description:
This report summarizes 19 malfunction events in which the device had a component detach. - 12 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 19 previously reported events are included in this follow-up record. Product return status 13 devices were received. 6 device investigation types have not yet been determined.

Event description:
This report summarizes 20 malfunction events in which the device had a component detach. - 13 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11. 19 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2025-00816 but should be included under this report. - 20 previously reported events are included in this follow-up record. Product return status 20 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 19 events were reported for this quarter. Product return status 10 devices were received. 9 device investigation types have not yet been determined. Additional information 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes 19 malfunction events in which the device had a component detach. - 12 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 6 events had patient involvement; no patient impact.